Event description:
Customer reportedly obtained results of 398 mg/dl and 168 mg/dl on the advantage sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.